Manufacturer narrative:
(B)(4). The reported complaint of "red 'flecks' in the helium driveline" is not able to be confirmed. The product was not returned for investigation. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. If the product is returned at a later date, a full investigation of the sample will be completed. Unrelated to the reported complaint, the customer reported that the user attempted to remove the balloon through the sheath, which indicates that the user did not follow the instructions-for-use (IFU). As a result, an in-service has been completed by the clinical team to review the IFU with the customer.

Event description:
It was reported "no complications with insertion and received one "heliumloss alarm" (unknown if helium loss 2 or 3 alarm) which they trouble shot did not find a reason, restarted pump and sent patient to ICU. In ICU the pump kept alarming "helium loss alarms" so they brought thepatient back to the ccl 30 minutes later when it was noted that patient had condensation and red "flecks" in the helium driveline. They attempted to remove the balloon through the sheath, were unable and removed balloon and sheath with reported having to perclose the site due to bleeding. They reattempted access onthe left side but were unsuccessful. Patient was medically managed and underwent CABG 1 day later". The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "no complications with insertion and received one "heliumloss alarm" (unknown if helium loss 2 or 3 alarm) which they trouble shot did not find a reason, restarted pump and sent patient to ICU. In ICU the pump kept alarming "helium loss alarms" so they brought thepatient back to the ccl 30 minutes later when it was noted that patient had condensation and red "flecks" in the helium driveline. They attempted to remove the balloon through the sheath, were unable and removed balloon and sheath with reported having to perclose the site due to bleeding. They reattempted access onthe left side but were unsuccessful. Patient was medically managed, and underwent CABG 1 day later". The patient's current condition is reported as "fine".